Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. A revision procedure was performed. During the procedure, the physician noted the rv lead had calcified. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the thorough review of available information, and in the absence of a product return, the analysis of available information did not identify a specific complaint cause. Boston scientific has assigned an investigation conclusion code of cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. A revision procedure was performed. During the procedure, the physician noted the rv lead had calcified. The rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.